Event description:
It was reported that the customer received a button error. The customer believes he received the button error because of water damage. His current blood glucose level was 56 mg/dl. He treated his low blood glucose level with orange juice. The customer was advised to disconnect from the insulin pump and revert to back up plan. The product was returned. Nothing further to report.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Manufacturer narrative:
The insulin pump was programmed with a test minilink and the glucose sensor simulator. The sensor feature worked properly. The insulin pump received with cracked case at the display window corner, cracked reservoir tube lip, minor scratches on lcd window and cracked battery tube threads. No button error alarm noted. No moisture damage noted on the electronics, motor, vibrator motor or battery tube assembly. However, the insulin pump was received with moisture damage on keypad traces.